Event description:
It was reported an asymptomatic patient presented in or for a device change out due to normal eri when externalized conductors were observed on rv lead. Noise was also noted. The lead was capped.

Manufacturer narrative:
.